Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic nephrectomy there was an extremely high force so they could not get the blade to advance past the midpoint. They retracted the blade and noticed the pockets were raised or 'pushed up.' A new device had the same issue. They then cut through the tissue to complete the case with no patient consequences. No buttressing material was used.